Event description:
(B)(4). Bloating, pelvic pain, hair loss, heavy periods which turned into almost no periods, I have to push out my blood now, and it is all quarter to half dollar sized clots. Joint pain, pain during intercourse, sharp stabbing pains on both sides in the fallopian tubes. Obgyn says my uterus is inflamed as well as all of my other female organs. Frequent urination. Trouble having a normal bowel movement. Itchy rashes that eventually turn to hives. Hot flashes/night sweats.